Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced chronic oversensing causing false tachy detection. It is further reported that the icm detected noise and possible electromagnetic interference. The icm remains in use. No patient complications have been reported as a result of this event.